Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 40 pulses, all of which were first prime pulses, before being deactivated. No timeouts or drive stalls were observed in the data. The device did not completed the priming sequence before being deactivated, which is why the device did not deploy. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early during the activation process indicating that there was a needle mechanism failure.